Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a scratched display window. Furthermore, all currents are within specification. No bad battery or battery out of limit alarm was noted.

Event description:
It was reported that the customer's insulin pump was dropped. Troubleshooting was performed. Ran a self and fixed prime test and the device passed the tests. Performed the high pressure test twice and the insulin pump failed both tests. No further info was provided.